Event description:
Pt reported back to back tests performed on the surestep meter were 79, 107 and 147 mg/dl (61% difference). Control solution test result (139) was in range (92-129). No symptoms were reported. There was no allegation of harm.